Event description:
On (B)(6) 2019 I had open-heart surgery (savr) at (B)(6), to replace a congenital bicuspid aortic valve with severe stenosis (with understanding that by doing savr then, transcatheter aortic valve replacement (tavr) would be option later). A trifecta gt tissue heart valve, model tfgt-25a, was used to "fix" my aortic stenosis. 2024. I noticed breathing difficulties with exertion (walking up hill, etc.) & wheezing, presumably due to age. (B)(6) 2024 to (B)(6) 2025. Severe diarrhea & continual g.I. Discomfort leading to several tests. On (B)(6) 2024 a fecal calprotectin test, which measures inflammation in the colon, was slightly elevated at 128 ug/g. G.I. Doctor suggested a colonoscopy to determine cause. This could not be done due to trifecta gt aortic valve deterioration. On (B)(6) 2024 routine cardiology exam with 12-lead EKG, showed no issues. On (B)(6) 2024 echocardiogram done as a precaution. Results: elevated left atrial pressure & grade ii left ventricular diastolic dysfunction, left atrium severely dilated with volume index of 62 ml/m2. The aortic valve, not well visualized showed a bovine bioprosthetic valve, mildly thickened cusps & moderate regurgitation. On (B)(6) 2024. I was hospitalized at (B)(6). On (B)(6) 2024. (B)(6) transesophageal echo result: "aortic valve: bioprosthetic valve in place with significant deterioration, severe eccentric posteriorly directed regurgitation noted inside the struts. Trace paravalvular regurgitation. There is holodiastolic flow reversal in the descending thoracic aorta. No stenosis." 0n (B)(6) 2024. (B)(6) tavr specialist & cardiovascular surgeon both advised I would need savr again because a tavr placement into the trifecta gt would cause coronary artery blockage. Savr scheduled for (B)(6) 2025 at (B)(6) causing severe situational depression. On (B)(6) 2025 I called (B)(6), said I was a patient 5 years ago & wanted a second opinion with interventional cardiology tavr specialist (ic tavr) regarding early structural valve degeneration (svd) of the implanted trifecta gt. (B)(6) required that I first see my former cardiac surgeon even though he was retiring in a few weeks. On (B)(6) 2024 (B)(6) cardiac surgeon referred me to (B)(6) ic tavr specialist I had asked to see originally; by then, he was on holiday. (B)(6) 2025. (B)(6) ic tavr specialist said I might qualify for tavr with basilica. Taking a chance, I cancelled the (B)(6) savr on (B)(6) 2025, & scheduled tavr with basilica at (B)(6) for (B)(6) 2025, pending approval by the (B)(6). On (B)(6) 2025 I experienced increasingly severe breathing difficulties when moving or reclining, fatigue & despondency. On (B)(6) 2025. Nih notified approval of my tavr with basilica. On (B)(6) 2025. Tavr with basilica performed at (B)(6). On (B)(6) 2025. The elevated calprotectin symptoms seem to be resolving without further g.I. Intervention. To date, I have not received any notification from (B)(6) or abbott regarding potential early svd of trifecta bioprosthetic valves. The only reason I found out was because a friend who was born with the same congenital bicuspid aortic valve defect and had a trifecta bioprostetic valve implant at (B)(6) in 2015, called to tell me she was in heart failure and had to have emergency tavr surgery because of early svd of her trifecta valve.